Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they had a wire going through their incision out of their back. Pt clarified it looked like they looped the wire and pushed it against the incision on the inside. Pt said now they could visually see the wire coming through their skin. The patient clarified that nothing was coming through their skin. The patient complained of implantable neurostimulator pocket discomfort. The pocket was up high on the patient's back and the leads were coiled up under the incision causing discomfort. A pocket revision was performed on (B)(6) 2022 and the pocket was moved down into the buttock, and the leads were then coiled behind the implantable neurostimulator which resolved the issue.